Event description:
It was reported the devices were not functional. Reportedly there was no patient involvement. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
A pd event evaluation was conducted. The report indicates that two universal drill guide for 2.4mm and one universal drill guide for 2.7mm screws were returned for reportedly missing parts. The drill guides are used in various systems to guide drilling for screws intended to achieve compression or intended to be placed in the neutral position. The drill guides were returned with components missing, as described in the complaint condition. Products were reviewed. After review, it could be seen that the drill sleeve, universal head, and compression spring were all missing from the returned drill guides. The instruments are disassembled for cleaning and sterilization and so the likely root cause for the complaint is that the components were not re-assembled or were misplaced after cleaning. It is unlikely the design contributed to the missing components. The complaint is confirmed since all three drill guides were returned with missing components. Two of the drill guides were also confirmed to have slightly bent drill sleeves. The parts otherwise only had wear typical with normal use. It is unlikely the design contributed to the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. Material review report (mrr) (B)(4) refers to the device not to specifications. This mrr is unrelated to the reported issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was missing parts. The repair technician reported the fixed side of the drill guide was burred and worn. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the items were missing parts.